Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented to the vad clinic with driveline fault alarms. The patient has a known short to shield with an orange patient cable. The log file captured driveline fault events that were transient on (B)(6) 2020. It appeared as though one of the wires was having continuity issues but was not become damaged enough to trigger the driveline fault on a consistent basis. The patient underwent a driveline repair on (B)(6) 2020 and approximately 21.5 inches of the external percutaneous lead was replaced. After the driveline repair, it looked as though the wire was still not in spec from a continuity standpoint and in time will trigger a driveline fault again.

Event description:
The log file captured driveline fault events on (B)(6) 2020. The external driveline replacement performed on (B)(6) 2020 did not remove the section of the driveline causing the faults. This indicates that the section of the driveline causing the faults is internal. The conductor causing the driveline faults did not appear to be completely fractured. There were no other unusual events seen in the log file history.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported driveline fault alarms were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log files contained data from (B)(6)2020. Driveline fault alarms were observed on (B)(6)2020, a driveline repair was performed. Following the repair, driveline fault alarms continued. The driveline fault alarms were intermittent between september and december. All of the observed driveline fault alarms did not interrupt pump function. The pump appeared to function as intended. Based on heartmate ii complaint history and similarly reported events, the events captured in the log files appear consistent with a driveline wire issue; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6)2020 and approximately 20.5¿ of the external portion of the driveline was returned for evaluation. The pins of the metal connector were unremarkable. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation. In addition, each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing. This test did not reveal any areas of current leakage along the driveline. Following the driveline repair, the account communicated that the patient continued experiencing driveline fault alarms. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. Incidental findings included an evaluation of the returned driveline which revealed cosmetic damage to the driveline. The bionate layer underneath was free from damage. A specific cause for the observed damage could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14sep2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 3 ¿powering the system¿ provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Additionally, section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit (mpu). If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The section titled ¿how your heart pump works¿ outlines battery charge level, battery power gauge display, and visual and audible alarms. This document instructs that if either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mpu. This section also indicates that the power module or mpu should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module or mpu when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.